Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, d1, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: the balloon was bunched at the distal end of the esheath plus and engineering advanced the delivery system through the esheath. Inflation balloon was torn completely radially on the proximal shoulder. Due to the condition of the returned device, no applicable functional testing was able to be performed. Evaluation is performed through visual examination and dimensional measurement. The inflation balloon single wall thickness was measured along the edges of the burst location. Dimensional testing was performed and revealed that all measurements taken of the balloon single wall thickness met the specification. Imaging evaluation was completed from a provided 3mensio and the following was observed: calcification present in the landing zone and tortuous and calcified iliac vessels. The complaint for "balloon burst" was confirmed based on evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event. Per the event description and as observed in the provided imagery, the "patient had moderate degree of calcium in the annulus/leaflets." The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for "difficulty or inability to withdraw system through sheath" was confirmed based on evaluation of the returned device. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in aortic position. The plan was to deploy with minus 2 cc's due to annular and lvot calcium. The commander delivery system balloon ruptured during deployment at the end of the deployment. The team took a picture and the valve appeared to be fully deployed with trace to mild ai and decided to proceed with trying to get the delivery system out. The delivery system balloon got stuck trying to pull it into the sheath and they could not pull the balloon out so they elected to pull the sheath and delivery system out together. There was resistance pulling the sheath and delivery system through the iliac. The team closed the common femoral access point with perclose and the common femoral looked good but there was a dissection in the external iliac that was stented. Per follow-up with the fcs, no extra volume was added to the balloon prior to the inflation and a slow inflation technique was used. The balloon was fully inflated when it burst horizontally. There was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath and there were no crossing difficulties. There was no retained volume in the balloon. The team waited about 3 minutes between deflation and withdrawal. The issue was resolved by pulling the sheath and delivery system out together; however, it was rough going thru the iliac and caused a dissection that was stented. No other devices were damaged. The patient had moderate degree of calcium in the annulus/leaflets.